Event description:
It was reported that a vns patient's lead had migrated below its initial implantation site. The patient's generator was programmed at a 0.25ma output current at the time due to complaints about side effects. It was reported that the magnet mode settings, with an output current of 1.75 ma, did not cause any remarkable side effects when the magnet was swiped. Further information was received indicating that the event started at the end of august. X-rays were evaluated by the healthcare professional, who reported that the suspected migration was confirmed. Diagnostics were reported to have returned impedance within normal ranges. It was reported that the patient had complained of coughing with stimulation. The patient was to undergo lead replacement surgery on (B)(6) 2015, but confirmation of the intervention was not received to date.

Event description:
Further information was received indicating that the patient underwent full revision surgery on (B)(6) 2015. The lead was replaced due to migration and the generator was prophylactically replaced. The explanted lead and generator have not been returned to the manufacturer to date.